Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a healthcare provided (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient never had relief when using their spinal cord stimulator. The patient also was experiencing an uncomfortable sensation. The patient met with a rep on (B)(6) 2019. The rep reviewed images of the leads implanted in the patient. The patient's third lead appeared to be too far lateral to provide stimulation to the dorsal column. The rep interrogated the ins using a physician programmer. Impedances were tested, which indicated there were high impedances (> 4,000 ohms) on all contacts of the 0-7 lead. It was noted that the patient had another lead with the 8-15 electrodes, which was usable. The rep tested stimulation along several sections of the working lead but for each test, the patient could not tolerate more than 3 volts (v) of power with a pulse width under 250. It was also reported that when the patient did feel stimulation in their left hip, shortly after they would feel an unpleasant tightening in the lower abdomen, which would lead to a panic attack and difficulty / strained breathing. The rep immediately turned the stimulation off when this occurred so the patient wouldn't feel the unpleasant sensations. The patient did continue to have a panic attack until they could be assured that the stimulation had been shut off. No interventions were taken on (B)(6), but the hcp did report that if the patient was found to be a good candidate for a surgical lead, then the patient would then have the entire system removed and replaced with a competitor's system. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that based on imaging there were three leads implanted and based on impedance readings it appeared that only one lead was connected to the battery in the 8-15 slot. It was explained that the notes from the implanting physician did not clearly document if the third lead that was put in was the only lead connected to the battery.